Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 429 mg/dl at the time of incident and the other blood glucose of the customer was 179 mg/dl. Customer reports they did not receive a sensor updating or sensor glucose not available alert. Customer reports they did receive a calibration not accepted alert. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.